Event description:
It was reported the programmer loads up intermittently very slowly. Attempted soft reset and running the programmer service disk did not resolve the situation. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose. A dust cover from diskette was found in the floppy drive; the piece was removed, the drive is no longer functioning. Power cord bay and keyboard hinge are broken. System fan is noisy.